Event description:
It was reported that after eating, the user experienced a high blood glucose followed shortly by a low blood glucose, and the healthcare professional advised contacting support; the user treated with oral glucose while using the ilet system, and no device alerts or alarms were reported. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.